Event description:
A caller reported that the pump malfunctioned with a code of malf 12. There was no adverse impact on the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if any further issues arise.